Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had trouble connecting the insulin pump to the transmitter. Customer stated that the transmitter led blinked on and off. Customer stated the transmitter led did not blink when it was connected to the sensor. Troubleshooting was performed; however the issue was not resolved. No harm requiring medical intervention was reported. The device will be returned for analysis.